Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle broke off during use. The following information was provided by the initial reporter: material no: 328468, batch no: 9149948. Verbatim: issue: consumer reported when she removed the needle shield, the needle remained inside the needle shield. Consumer uses new syringes each time of her injection. She visually test the needle to see straight.

Manufacturer narrative:
H.6 investigation summary: customer returned one (1) loose 31gx8mm, 0.5ml bd insulin syringe. Consumer reported when she removed the needle shield, the needle remained inside the needle shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9149948. All inspections and challenges were performed per the applicable operations qc specifications. On 21 jan 2020, holdrege received a photo complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There was no hub inside of the shield. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #67631 was created for reject eye faults. Corrective action: amplifier was adjusted and timing for product eject was verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle broke off during use. The following information was provided by the initial reporter: material no: 328468, batch no: 9149948. Verbatim: issue: consumer reported when she removed the needle shield, the needle remained inside the needle shield. Consumer uses new syringes each time of her injection. She visually test the needle to see straight.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 13 january 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9149948. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200824420, 200824601, 200824465] noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle broke off during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9149948 verbatim: issue: consumer reported when she removed the needle shield, the needle remained inside the needle shield. Consumer uses new syringes each time of her injection. She visually test the needle to see straight.